Manufacturer narrative:
The oad was received at csi for analysis. There were no damage or abnormalities identified during analysis that would have contributed to the reported event. The driveshaft crown was measured and found to meet specification. The oad was tested and functioned as intended without crown jumping. Review of the data log did not identify any events that would have contributed to the reported event. At the conclusion of the device analysis investigation, the reported event was not confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4). Csi ID: (B)(4).

Event description:
Following a myocardial infarction and placement of a balloon pump, a staged pci of the right coronary artery (rca) and circumflex was planned. The balloon pump was removed and the rca was treated with balloon angioplasty and stent placement. During wire transfer the patient was noted to have flow obstruction from the balloon. The viperwire was placed in the circumflex and the diamondback coronary orbital atherectomy device (oad) was inserted to treat tandem lesions. Glideassist was activated proximal to the lesion, but once treatment began the oad jumped backwards into the left main. The device was stopped and glideassist was used to advance the device before three low speed treatments were performed. Imaging was performed and showed no reflow. The oad was removed from the patient and balloon angioplasty was performed. The blood pressure of the patient decreased and they exhibited pulseless electrical activity. Cardiopulmonary resuscitation was performed, fluids were provided, and advanced cardiac life support medication was administered. An impella device was inserted and imaging showed the circumflex was open with restored flow. Stenting was performed followed by ivus, and bulging of the circumflex ostium was observed. Following the procedure, the patient was stable, awake, and alert with the impella device still in place in the intensive care unit. The patient was later discharged.